Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was powering off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on an unspecified date in (B)(6) 2015 when the meter started to power off during use. The patient stated that she manages her diabetes using a combination of diabetes medications, including oral medications and insulin shots, and reportedly undertook some additional exercise after the alleged issue began. The patient reported experiencing symptoms of ¿having trouble seeing¿ after the alleged issue began and over approximately ¿the last 3 weeks¿. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr determined that it was not the first use of the product and was no indication of misuse. The csr noted that the batteries did not need to be replaced and educated the patient on the meter¿s auto shut-off behavior. The csr was unable to resolve the issue through troubleshooting and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.